Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-00822. The hospital disposed of the device.

Event description:
During preparation for a medical procedure, two benchmark 6f 071 delivery catheters (benchmarks) broke upon removal from the packagings. The damage to the benchmarks were found prior to use and therefore, the benchmarks were not used in the procedure. The procedure was completed using a new benchmark.